Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Review of received information and logs: review of the provided device logs confirmed occurrence of the reported issue. Moreover, evaluation of device logs revealed that monitor pressure transducer test failed as well. The claimed issue was reproduced during troubleshooting. According to received information, the air gas module and o2 gas module were found defective and their replacement solved the issue. The defective parts have been requested for further investigation but has not yet been received. The UDI information is not available since the device was manufactured before 2015. Contact person phone number: (B)(6). Contact person e-mail address: (B)(6).